Event description:
The customer reported that the ventilator was alarming due to a high oxygen supply pressure. The ventilator was not in use on a patient. The manufacturer's service technician confirmed the customer reported event. The service technician reported the regulator the customer was using on the oxygen cylinder was faulty, allowing delivery of 110psi to the ventilator which resulted in the high oxygen supply pressure alarm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The ventilator passed operational testing. This is being reported as a user error. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.